Manufacturer narrative:
(B)(4).

Event description:
Implant anchor broke upon insertion. Additional information confirmed bone quality wasn't an issue as it was quite normal. Surgeon indicates that more of an issue with holding the drill guide steady. Drill was the 2.3 flexible drill for the 2.3 curved bioraptor. All of two pieces were removed. No anchor fragments were left in the patient.